Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. This report is for an unknown device/unknown lot. Part and lot number are unknown; UDI number is unknown. (B)(4).

Event description:
Revision of thr (stem head only): srom stem and femoral head explanted and revised to zimmer wagner cone stem. Reason for revision - pain - stem lose. Surgeon commented that stem had been in situ for ~9 years and believes the issue has been caused by poor component positioning/alignment stem a head explanted and not available for return. Explanation and revision procedure completed as per plan. No adverse patient event to report. Impacted product : unknown jrn: 1 x srom stem; unknown jrn: 1 x biolox fem head; unknown jrn: 1 x srom proximal body sleeve.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot =ull. Device history batch = null. Device history review = null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.